Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the lead was stretched. The distal conductor was distorted and the defibrillation coil was also distorted. Blood/body fluid was present on the distal conductor (not obstructed). Blood was also present in/on the helix/lobe mechanism and sleeve head. The inner tubing was found to be kinked/buckled. Visual analysis revealed that the lead was damaged at implant. (B)(4) the full lead was returned, analyzed and primary analysis revealed that the helix/lobe was distorted/bent. The inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the lead was stretched. The distal conductor was distorted and the defibrillation coil was also distorted. Blood/body fluid was present on the distal conductor (not obstructed). Blood was also present in/on the helix/lobe mechanism and sleeve head. The inner tubing was found to be kinked/buckled. Visual analysis revealed that the lead was damaged at implant. (B)(4) the full lead was returned, analyzed and primary analysis revealed that the helix/lobe was distorted/bent. The inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during initial implant, two different right ventricular leads was unable to pass through the introducer and the leads kinked. It was also noted as a result of the kinking, the helix would not extend on either lead. The leads were not used, and a new lead was implanted. No patient complications have been reported as a result of this event.